Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced hypoglycemia and intermittent audio output. Patient stated he did not receive his low alert while riding his bike, lost consciousness, and got into an accident. Patient suffered three broken ribs and a punctured lung. Patient was taken to the hospital by the ambulance on the same day and remained in the special care unit for four days. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). No product or data was provided for investigation. Problem could not be confirmed, therefore a definitive root cause could not be determined. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.